Manufacturer narrative:
Approximate age of device ¿ 7 years and 6 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low flow alarms and pump stoppages occurred. The pump was not able to maintain the set speed. There were no reported adverse effects to the patient. A pump exchange was subsequently performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed an issue that could have contributed to the report of pump stoppage and the low speed events observed in the submitted system controller log file. The submitted system controller log file captured several low speed hazard/advisory alarms, reaching speed values as low as 1340 rpm. These events only occurred while the system controller was connected to a power module. Further, elevations in power and intermittent low flow hazard alarms were observed during some of these events. Based on previous complaint history, the observed events appear consistent with a potential percutaneous lead issue. The pump was returned assembled with the percutaneous lead severed approximately 1 inch from the pump housing. A segment measuring approximately 12 inches was returned, and the remainder of the lead was returned in a segment measuring approximately 25.5 inches. Minor metal braided shield breakdown was observed approximately 11 inches from the pump housing and approximately 2.5 inches from the metal connector. Severe metal braided shield breakdown was observed approximately 19 inches through 23 inches from the metal connector, and twisting of the bionate and underlying wires were also observed at this location. While preparing the distal end of the 12 inch segment of the percutaneous lead for initial electrical continuity testing, a breach was observed in the insulation of the orange wire, exposing the inner conductors. Visual inspection of the underlying wires revealed an additional breach in the insulation of the black wire approximately 11 inches from the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange or black wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the report of pump stoppage and the low speed events observed in the submitted system controller log file. In addition, if the exposed conductors of the orange and black wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to low speed events while connected to any power source. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was initially reported that the patient underwent a pump exchange on (B)(6) 2018. However, the pump exchange was performed on (B)(6) 2018.